Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this lead was subsequently removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited a lead safety switch due to impedance measurements of greater than 2500 ohms. There was also noise, oversensing, inappropriate atrial tachy response (atr) episodes, and loss of capture. The device was reprogrammed and the lead remains in service. No adverse patient effects were reported.